Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6011473, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal#: 6011473. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot: 6011473 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 03-feb-2025, with a total of (B)(4) units. The assembly, lot: 5a05095 was manufactured according to the wi version 27 and manufactured in the quickset line, on 02-feb-2025, with a total of (B)(4) units. The assembly, lot: 5a05096 was manufactured according to the wi version 27 and manufactured in the quickset line, on 02-feb-2025, with a total of (B)(4) units. The assembly, lot: 5a02504 was manufactured according to the wi version 27 and manufactured in the quickset line, on 19-jan-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 5a05975 was manufactured according to the wi version 42 and manufactured in the gluing machine 04, on 31-jan-2023, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 5a06190 was manufactured according to the wi version 42 and manufactured in the gluing machine 04-08, on 01-feb-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 5a00998 was manufactured according to the wi version 42 and manufactured in the gluing machine 04-08, on 18-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: the reference samples were already tested in the complaint: (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was low at the time of event and the patient got treated with glucose drip. No further information available.